Event description:
Event description cpi received information that this implantable pulse generator (ipg) is could be exhibiting premature battery depletion with erroneous battery status indicators.

Manufacturer narrative:
Cpi analysis found that the ipg passed all automated electrical measurements and paced and sensed normally during all tests. The ipg meets specifications for normal battery depletion.